Manufacturer narrative:
Qn#(B)(4). The customer returned various components of a kit for investigation. The lidstock was also returned. The timestamp on the lidstock was #1532094. However, a guidewire was not returned. Visual analysis could not be performed since the actual sample was not returned. The introducer needle was bent, however since no complaint reported on introducer needle, it appears this damage occurred during transport of the returned complaint sample from the hospital. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit includes the following warnings and cautions for the user: "warning: do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide.". "Warning: do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested.". "Warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire.". "If resistance is encountered when attempting to remove spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel". "Warning: practitioners must be aware of the potential for entrapment of guide wire by any implanted device in the circulatory system (ie. Vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment.". The customer report of a guide wire kinked was not confirmed during the complaint investigation. A device history record review was performed with no relevant findings. The probable cause could not be determined based on the information and sample provided. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint was reported as: "during insertion, swg (spring wire guide) stocked. Swg disposed. No patient harmed.".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint was reported as: "during insertion, swg (spring wire guide) stocked. Swg disposed. No patient harmed."